Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provider states the chair is driving slowly and programmed to drive at max speed and when going down a ramp the chair will turn to the right.